Event description:
It was reported that the right ventricular (rv) lead had high threshold and high impedance. The device was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv bipolar lead impedance has been elevated since 2013, and also has been variable. On 2014-sep-16, impedance measured greater than 4047 ohms. Analysis of the device memory indicated pacing capture threshold in the rv was elevated. Rv capture threshold has been elevated at greater than 2.5mv.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.